Manufacturer narrative:
The reported event was inconclusive because no sample was returned. A potential root cause for this failure could be "inadequate material selection - materials of construction are not biocompatible". It is unknown whether the device had met relevant specifications. The product was used for treatment purposes. It was unknown whether the product had caused the reported failure. The device was not returned for evaluation. The lot number is unknown; therefore, the device history record could not be reviewed. The instructions for use were found adequate and state the following: "precautions: not recommended for patients who are: agitated, combative, or uncooperative and might remove the purewicktm female external catheter. Experiencing skin irritation or breakdown at the site". " recommendations: ensure the purewicktm female external catheter remains in the correct position after turning the patient. Remove the purewicktm female external catheter prior to ambulation. Properly placing the purewicktm female external catheter snugly between the labia and gluteus holds the purewicktm female external catheter in place for most patients. Mesh underwear may be useful for securing the purewicktm female external catheter for some patients. Always assess skin for compromise and perform perineal care prior to placement of a new purewicktm female external catheter. Assess device placement and patient¿s skin at least every 2 hours. Replace the purewicktm female external catheter every 8-12 hours or when soiled with feces or blood. Change suction tubing per hospital protocol or at least every thirty (30) days". Correction: h h11: section a through f - the information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. H3 other text : the device was not returned.

Event description:
It was reported that the patient got a rash and then urinary tract infection after using purewick female external catheter. The doctor advised to the patient to stop using. It was noted that the patient had been using the purewick products for more than 90 days. It was unknown what medical intervention provided for urinary tract infection.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The device was not returned.

Event description:
It was reported that the patient got a rash and then urinary tract infection after using purewick female external catheter. The doctor advised to the patient to stop using. It was noted that the patient had been using the purewick products for more than 90 days. It was unknown what medical intervention provided for urinary tract infection.